Event description:
It was reported, the pt had discomfort at the ipg site because the ipg rubs against his rib when seated or pressing against a chair. Follow up identified the pt was scheduled for surgical consultation with the physician. It was reported surgical intervention was to be undertaken to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.